Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty converter could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source lamp could not be lit. The issue was found during reprocessing before the procedure. The intended procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a defective converter. The device evaluation also found the xenon lamp had been used for more than 500 hours and was blackened. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.